Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product was returned for evaluation. Data logs were reviewed, and the 5s parameters are affected with several placement signal low alarms. Impella position unknown alarms were also observed. The cause of the optical signal issue was most likely patient condition related based on the data log review. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted in a patient for circulatory support. The complainant reported that at time of initiation, a ¿placement signal not reliable¿ alarm sounded. The pump was reported to be flowing adequately for p9 with motor current pulsatile. A decision was made to withdraw support, and the patient expired.